Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 13. On (B)(6) 2021 loss of osseointegration was verified. Patient presented with bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, bleeding, increased sensitivity, fistula and inflammation. No further patient complications were reported.